Event description:
It was reported that the pump was not helping with the patient's pain and she was feeling pain everywhere on her body. The patient was hospitalized for 4 days (from approximately (B)(6)-2012) due to increased pain, high blood pressure, fever, vomiting, and leg swelling. An ultrasound of the patient's legs was conducted due to the swelling. The patient stated her heart was 'not acting properly'. A hernia was also identified during an endoscopy of her gastrointestinal tract. 'Something else' was also found but the patient did not know what it was. The physician didn't want to do anything with the pump because it 'fell forward'. The patient heard an alarm every two to three hours, which began two days prior to report. The last refill was in april and the patient generally went 90 days between refills. The patient was scheduled for a refill on (B)(6)-2012. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product typ catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).